Event description:
Consumer reported via e-mail that upon removal of a regular absorbency tampon, the string separated from the pledget. She was able to remove the pledget from her vaginal cavity but she reported that this caused her to cut herself. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.